Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients and orders were not crossing over, and the stations were on critical override. A technical support specialist (tss) connected remotely to the server and executed a downtime query using structured query language. The tss verified that the carefusion coordination engine time matched the server time and confirmed that the disconnected indicator was clear. Required services, including the data synchronization service, external messaging service, maintenance service, and network services, were restarted. After logging into the health sight viewer, patient and order delay errors were observed, and further review indicated that the admission, discharge, and transfer interface had been down for several hours. The tss confirmed that there were no issues on the pyxis system, as messages were current, and contacted the customer to advise reaching out to the meditech team for further investigation. The customer acknowledged and agreed with the recommendation. The tss informed the customer that the case would remain open for twenty-four hours and would be closed if no additional issues were reported. Since no further issues were reported, the case was closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all patient data and orders were not crossing over, and the stations were in critical override mode. However, there were no delays or adverse events or injuries reported based on this event.